Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer experienced unexplained hyperglycemia of up to 4.1 g/l, ketones of 5.9, and significant vomiting on (B)(6) 2015. Under the guidance of a medical professional, he injected insulin via pen. It was reported the infusion device did not correctly provide the e1 cartridge empty error. No adverse event was reported. The alleged product was requested for evaluation.